Manufacturer narrative:
As reported, the optifix straight deployed broken fastener when tacking into the tendon area. Evaluation of the returned sample finds bent guide wire. The reported issue is a known result of bent guide wire. The components are found to be bent and broken from applied forces while in use. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 525 units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic and open repair of left inguinal hernia with mesh (tapp) procedure, the optifix deployed a broken fastener when tacking into the tendon area. It was reported that a new device was used to complete the procedure. There was no surgical delay and patient harm or injury.